Event description:
Guest contacted us related a toothbrush that he had purchased and the quality of the product is not good, the hairs are falling down and it's really annoying when he is brushing his teeth.